Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿instructions for ltf-s190-5 operation manual chapter 3, ¿preparation and inspection¿. Section 3.8, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Based on the below investigation result, water or moisture may have intruded into the endoscope, and the moisture may have caused anomaly of the electric parts or breakage of the image sensor unit. As a result, it led to the subject events. The probable cause of breakage is irregular load to the bending section, resulting in the events since multiple damaged sites were observed on the bending section. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the flex deflectable videoscope had a noisy and temporarily not seen image, the image would not be displayed. There were no reports of patient involvement.